Event description:
Pt reports that they have been hospitalized since (B)(6) 2024 due to swelling in their legs and ankles. Onset/resolution dates/status of symptom is unknown. Pt also reports there was blood inside the tubing with their sq site a couple weeks ago; was advised that as long as there are no pump alarms, they could keep site the same. Pt reports they eventually developed cellulitis at their sq site, which had to be removed while at the hospital; pt is now on IV remodulin while hospitalized. Md office is aware of site issues and hospitalization. Pt also reports that they occasionally experience nasal congestion, which has been going on for a while (undetermined when it began). No further info, details or dates available. Sq remunity self-fill pt temporarily on IV therapy while hospitalized. Pt started using remunity device (B)(6) 2024. Reported to (B)(6) by pt/caregiver.